Manufacturer narrative:
The customer¿s report of leaking at the cracked female leur was confirmed. Visual inspection of the set noted a hairline crack to the female luer. There were no other anomalies observed. Pressure testing confirmed leaking from the crack to the female leur component. The root cause for the cracked female luer component was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that during an infusion a leak was observed from a crack at the female luer connector. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.